Event description:
On (B)(6) 2009, the pt reported that he received an e10 (cartridge) error while attempting to prime his infusion tubing. He then pulled the insulin cartridge from the infusion device and the plunger became stuck to the piston rod causing insulin to spill into the cartridge compartment. He was educated on the proper procedure for removing the insulin cartridge from the infusion device. He stated that he would switch to his backup infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.